Event description:
A report was received that the patient was experiencing drainage at the lead site due to infection. The physician washed out the lead site and prescribed the patient antibiotics. The physician believes that the infection is related to the implant procedure. The patient is reportedly doing fine.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.